Event description:
It was reported via medwatch " when inserting balloon catheter in patient and then started pump catheter did not expand at tip only partial". The patient's condiiton is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). UDI#: (B)(4). The reported complaint for iab "balloon did not fully inflate" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon did not fully inflate". The patient's condiiton is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "balloon did not fully inflate". The patient's condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). The reported complaint for iab "balloon did not fully inflate" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: uf/importer report # removed.